Event description:
It was reported the patient's spinal cord stimulator was not working. The patient was scheduled for the device removal in 2009. A follow-up report will be submitted if additional information becomes available.